Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently entered the incorrect number when adjusting the pump's correction factor setting. During troubleshooting with tandem technical support, the date was found to be off by a day. Blood glucose was 262 mg/dl. The customer declined tandem technical support's offer to assist with the setting adjustment.